Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial review, the user report was confirmed as there was a crack in the distal end of the device. The a/w channel was leaking on the d/e side of the device. Additionally, the light guide cover glue was peeling. The ultrasound image had multiple broken elements. The inlet on the elevator water flow was loose. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope presented with a hole in the tip of the device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ though a definitive root cause could not be identified, based on the results of the investigation, it is believed that the adhesive peeled off when external force was applied to the device. Additionally, it is possible that the adhesive simply deteriorated and peeled off due to long term use. Olympus will continue to monitor the field performance of this device.